Event description:
Reporter stated customers blood glucose = 61 mg/dl and customer appeared weak and was not eating. Family member called emergency medical technician (emt) between 6 and 6:30 pm. Emt's tested customer's blood glucose however the value or whether treatment was administered was not known. Customer was taken to the hosp and released the same evening. It is not know that the customer's blood glucose was at the hosp or if any treatment was rec'd. Customers' home health nurse stated the family member gave customer 10 units of insulin when returning home from the hosp. Device = 411 mg/dl. No controls used. A request was made for return product and replacement product was sent.